Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia. The patient presented with chest pain and was a surgical turndown. While intervening on one of the vessels, the patient went into ventricular fibrillation arrest. Cardiopulmonary resuscitation was initiated and return of spontaneous circulation was achieved. A temporary pacer wire was implanted and requiring levophed, epinephrine and dobutamine. A decision was made to implant the impella cp device which was successfully completed. After the insertion of the impella cp, the physician decided to leave in the peel-away sheath. Contrast was injected to view and no flow down the leg was seen. Consequently, a distal perfusion catheter was placed with a successful outcome. The patient was sent to the unit on impella mcs in stable condition. The device was successfully weaned and explanted the following day.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.